Event description:
It was indicated that during the implant procedure lead (B) (4)/6935 was not implanted due to reported impedances greater than 200 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found however there was blood in/on helix/lobe mechanism noted.